Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately three weeks post implant procedure intermittent atrial undersensing and intermittent far field r-wave (ffrw) oversensing during atrial tachycardia / atrial fibrillation (af) episodes were noted on the right atrial (ra) lead. The ra lead remains in use. No patient complications have been reported as a result of this event.